Event description:
Device received on 10/2005 with no oos form or documentation. Verbeal received on 9/23 reporting :"last check on 06/2005 bhattery at 5.96v. Check today battery at eri with no voltage reading available. Implanted 4 years. Doesn't think it should drop that quickly.

Event description:
Device received in 2005 with no oos form or documentation. Verbal received in 09/23 reporting: "last check in 2005 battery at 5.96v. Check today battery at eri with no voltage reading available. Implanted 4 years. Dosen't think it should drop that quickly."